Manufacturer narrative:
One device was received. Per visual inspection, there was a crack at the bottom of the main tank. Per functional testing, water was leaking from the bottom of the tank. The complaint was confirmed. The root cause was cracks in the water tank and enclosure. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the enclosure assembly and power cord. The device passed all functional and performance tests after repair.

Manufacturer narrative:
D4: serial number and h4: device manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water was leaking from the tank. The event occurred before patient use.